Event description:
Customer's son called in to question the accuracy of the meter readings. They feel it reads high. There have also been times when they attempted to test and the meter responded with "not enough blood". The customer passed out and paramedics were called to assist. She was not transported to the hospital, but was treated at home. Customer was pale in the face. Reading on pdc meter was 343mg/dl. A second test was done and the reading came back as 182mg/dl. No time frame was given between tests. The paramedic's reading was 112mg/dl, and the second was 120mg/dl. Paramedics were called about 1 hour after patient passed out and was given insulin. Paramedics didn't give patient any treatment. They did check blood pressure and heart rate. Customer stated a normal reading of 120mg/dl. Meter readings: 7 day ave 141mg/dl, 14 day avg 147mg/dl, 28 day avg 137mg/dl, 6:18pm (B)(6), 182mg/dl, 6:16pm (B)(6), 343mg/dl, 3:45 (B)(6), 188mg/dl. MFR ref #3005862821-2013-00004.